Event description:
It was reported that a multifix was used for a cuff procedure and when pulling the threads, the suture 'loop' broke. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection of the returned multifix s found the tip of the anchor damaged and the snare line loop broken. The multifix s is a single use device therefore could not be functionally tested. The complaint was verified but the root cause could not be determined with confidence. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event include over tensioning the suture which can result in incomplete insertion or implant pull out, misalignment of the implant and inserter handle with the bone hole during pound-in, or excessive probing (bending or twisting the inserter handle during and after insertion). The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.